Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon staple firing while performing an end-to-end anastomosis of the sigmoid colon and distal rectum in a colostomy reversal procedure, there was a proximal donut, but the distal donut was non existent. The anastomosis failed and had to be redone with another stapler. The re-anastomosis added nearly 3 hours to the surgical time. There was also an unanticipated tissue loss as a result of this problem. The second end-to-end anastomosis failed with the same issue of the missing distal donut leaving the patient essentially with no more bowel left. The air test failed once again and the surgeon had to oversew the anastomosis and perform a diverting colostomy to complete the case.